Event description:
The type of this complaint is revision due to possible alval. The primary surgery for oa had taken place on (B)(6) 2007 by use of the products in question. The patient had been in pain around the hip joint since (B)(6) 2014, then the revision took place on (B)(6) in 2015 because of possible alval by mom. Before the revision, tissue reactions were found around the cup by the photo diagnosis. During the revision, the surgeon found abnormal tissue reactions in the hip joint and black substances around the connecting parts of the taper. Although there is no problem with the stabilization of the implants, but some symptoms similar to osteolysis were found around the cup. The surgery was complete with a ninety-minute delay. The patient is now under observation for a full recovery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog and lot number and this information is not available.